Event description:
It was reported onyx was found leaked around the balloon into the parent artery. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for eval, as it was consumed.